Event description:
It was reported via social media that the customer had a button error alarm and the act, escape, and down button were not working. Customer stated that the button that turns on the light isn't clicking and acts like it is stuck. Customer tried calling but there was a bad connection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.